Event description:
Event description cpi received information that during an implantable cardioverter defibrillator (ICD) (ventritex) replacement, it was noted the lead impedance measurement on the large patch lead (0041-205854) was greater than 2500 ohms. The other large patch lead (0041-205855) also had a lead impedance problem. The physician elected to capp the entire lead system, and replaced it with an endotak downsize plue lead (0125).